Event description:
Plaintiff was employed as a dentist & wore & was exposed to latex gloves made by various mfrs. Plaintiff alleges she became allergic to latex & has experienced the following symptoms: hives, hand sores, wheezing, runny eyes & nose, itching, redness & shaking.